Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty securing the atrial lead into the pulse generator header. Mineral oil and forced were applied to the device setscrew and the leads could be secured. The device was implanted.